Event description:
The pt reported she has not charged her ipg for an extended period of time. The pt stated she is currently undergoing chemotherapy and radiation treatment and desires to have her scs system explanted.

Manufacturer narrative:
Correction/removal reporting numbers: 1627487-05242011-002-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.